Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center screen went blank after a few minutes from the start of the procedure, and it was possibly overheating. There was a ten-minute delay with no clinical impact. The therapeutic procedure was completed using a similar device. There was no patient or user harm due to the event. This report is being submitted for the malfunction, image loss [no image].

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the technician found the output socket was shaved resulting in a disconnection, which may have caused an irregularity when attaching/removing the light guide. Additionally, a dent was found in the top cover. Leak and electrical safety testing found no faults. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.